Event description:
It was reported that the right ventricular (rv) lead was oversensing. The ventricular auto capture was turned off and the oversensing was not noted. Later the auto capture was turned back on and no oversensing was observed. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead remains in use and will not be evaluated.